Event description:
New information noted that the right ventricular lead was capped and replaced on (B)(6)2023. The patient was in stable condition.

Event description:
Related manufacturer reference number: 2017865-2023-42545. It was reported that both the right ventricular (rv) lead and right atrial (ra) lead exhibited noise leading to pacing inhibition. No intervention was performed. There were no adverse health consequences, the patient was stable.